Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that a guide stop screw was discovered to be missing from the 22cm sp bayonet 1.2mm tip during an equipment evaluation by the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.